Event description:
It was reported that during a da vinci s surgical procedure, the shaft of the monopolar curve scissors instrument was burnt. The surgical staff did not observe the instrument touching nor come into contact with other instruments and no parts were observed falling into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the main tube has a .230" x .160" oblong hole burnt through it. The hole center is located roughly .550" above the tube extension. Localized material removed around the hole indicates that an arcing event occurred. The instrument was disassembled to find the tube extension and hypotubes charred in the same location as the hole. A crack in the distal end of the tube was observed, with the crack starting at one of the slot features and running along the side of the hole. It was concluded that the crack in the tube most likely created a path for arcing to occur. The source of the crack cannot be determined. No other damage was found.